Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of program alarm anomaly and watchdog timeout from the insulin pump. The customer's blood glucose reading was 184 mg/dl. The customer stated that the pump vibrated 5 times and showed a program alarm anomaly. The customer was not able to do anything with the buttons. The customer was unable to clear with the escape and act buttons. The customer was advised to remove the battery for five minutes and reinsert it. The customer stated that the display did not return. The customer will call back after 2 hours of pump reset.